Event description:
The customer reported that the display on the device was scrambled. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the display on the device was scrambled. There was no pt involvement. The device was evaluated by philips. The symptom was verified. Replacing the keyscan pca resolved the issue.